Manufacturer narrative:
No other additional information is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued alerts for a high out of range pacing impedance measurement on the left ventricular (lv) lead and other manufacturer's right ventricular (rv) lead. It was noted that the rv and lv leads had exhibited intermittent high out of range pacing impedance measurements for the last two months. The presenting electrogram (egm) did not display any noise or oversensing, however a rv lead ring fracture was suspected. Boston scientific technical services (ts) was consulted and suggested further troubleshooting and obtaining an x-ray. The field representative noted that there was no noise with pocket manipulation. Surgical intervention to evaluate the other manufacturer's rv lead also resulted in no noise. During the revision procedure once the rv lead was plugged back in the header and manipulated, which resolved the issue. The lv lead also remained in service. No adverse patient effects were reported.